Manufacturer narrative:
A patient had a lead migration was reported to abbott. It was determined the patient's lead had migrated. As a result, the lead was replaced and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had experienced an scs lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs lead was explanted, replaced, and therapy was restored.